Event description:
It was reported that the customer was vomiting and hospitalized for high bgs and dka. The customer changed out the set but bgs were back up again. Suggested customer take correction injection as per md protocol. Troubleshooting was performed. The programming and bolus history were accurate. In addition a lead screw test was completed and passed. Pump is operating as designed and does not need to be replaced. Instructed the customer to change the site.